Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was taken to the emergency room due to loss of ventricular capture. X-ray revealed no lead anomalies. Myocardial ischemia was suspected. The device output was reprogrammed. On (B)(6) 2015, the lead was explanted and replaced. There were no adverse consequences for the patient.